Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference: MFR 1627487-2018-09681. It was reported that the patient had high impedance on one lead. In turn, surgical intervention was undertaken in which the lead was replaced. Effective therapy established post-op. It is unknown which lead was replaced therefore we are reporting on both.